Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the initial procedure was emergent due to a myocardial infarction. The patient presented to the cath lab with chest pain but was in stable condition. The target lesion was located in the anastamosis of the posterior descending artery (pda) and vein graft. After predilating, it was difficult to advance the taxus liberte stent delivery system (sds) to the lesion. The delivery balloon was inflated to 9atms for 15 seconds but only the proximal portion of the stent expanded. The stent dislodged from the delivery balloon and it was unable to be retrieved. A second balloon was used to deploy the stent proximal to the target lesion. The patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. A 12x2.25mm taxus liberte atom stent delivery system (sds) was advanced and the stent dislodged and was left at the end of a graft by the tight anastamosis. Also, it was noted that "one end was flared but it looks like the balloon never properly unwrapped to deploy the whole length of the stent." No additional patient complications were reported.